Event description:
Heartmate 3 presents with embolic cerebrovascular accident (cva) 4 weeks post heartmate 3 implant & heartmate 3 exchange (post-operative day (pod)#7 for thrombosis) in the setting of international normalized ratio (inr) 3.1 and aspirin therapy. Pt's primary deficits from the cva include memory, attention, and learning deficits. Anticoagulation was not stopped or held following cva. Pt was discharged from hospital 8 days post cva into the care of 24 hour family members.